Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and malposition.

Event description:
Healthcare professional reported "device migration/implant malposition" via the national breast implant registry (nbir). This record is for the right side. The device was explanted and replaced. The device won´t be returned.